Event description:
It was reported that during an implant procedure, initial interrogation revealed that the device was activated, had delivered shocks, and the battery was depleted. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device met expected longevity with normal battery depletion. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.